Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle meter. The customer obtained readings of 497, 263 and 58 mg/dl within a five minute timeframe. When plotting each value against the average on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.